Event description:
Loss of osseointegration, implant achieved osseointegration, primary stability was achieved, implant was completely covered with bone, perhaps bruxism, pain, mobility. Patient suddenly felt pain and implant movement.